Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Replacement pump was sent to customer to resolve the issue. Customer¿s blood glucose level was 507 mg/dl. The customer administered a manual injection to address their bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.